Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of pediatric surgery titled ¿cryoablation in 350 nuss procedures: evolution of hospital length of stay and opioid use¿. The study reviewed three hundred fifty (350) patients who underwent nuss procedure with cryoablation for pectus excavatum using arthrex fiberwire to address soft tissue approximation and/or ligation. During the nineteen (19) month follow-up period, two (2) patients experienced bar migration. Ref: lai, k. Et al. Cryoablation in 350 nuss procedures: evolution of hospital length of stay and opioid use. J pediatr surg 58, 1435-1439, doi:10.1016/j.jpedsurg.2022.10.051 (2023).